Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 450 mg/dl. Customer reported that infusion set got loose and detached from the body and was not receiving insulin. Customer also called to receive assistance inserting sensor. Customer declined troubleshooting for high blood glucose. Customer received assistance.